Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was verified. Review of the provided printouts found noise that might indicate that the rv lead is damaged. No further investigation could be performed since the lead was not returned for analysis.

Event description:
It was reported that the patient received multiple inappropriate therapies. Review of the stored electrograms showed noise on both leads. Suspected lead damage on both leads. The leads remain implanted, as they could not be removed. However, leads were replaced.